Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) due to the delivery of inappropriate therapy. The patient received anti-tachycardia pacing (atp) and two shocks for their supraventricular tachycardia (svt). It was also noted that there was a single functionally undersensed atrial beat. Technical services (ts) was contacted and recommended programming changes. The patient will continue to be monitored. At this time, no additional adverse patient effects have been reported, and this ICD remains in service.